Event description:
The facility returned the device for service. During service testing, the baxter service technician reported that this device failed accuracy testing. The hospital representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.